Manufacturer narrative:
H10: vyaire medical was unable to confirm the issue - the unit started auto cycling while on patient and the volumes were inaccurate. Vyaire field service representative (fsr) evaluated the device on-site, and with a known good circuit, the ventilator was operated to manufacturers specifications passing the leak test. Furthermore, operating for over an hour generated zero faults. A vt accuracy verification was also performed during ovp (operational verification procedure) and the unit has passed. The unit was then returned to customer and was cleared for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator started auto cycling while on patient and the volumes were inaccurate. Furthermore, there was no information for patient harm associated with the event.